Event description:
It was reported that while on a spectrum iq pump, blood was backing up from the red lumen of the central line during an infusion of d5ns at 40ml/hour. The lumen was flushed and drawn back and no issues were found and no alarms from the pump occurred. The line was cleared with a flush and the blood backed up again to the first port closest to patient in the IV (intravenous) tubing. Upon opening the door it was discovered that the tubing that was in the door was clamped down and twisted. The tubing and pump were subsequently removed and replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch mw5109232 for this event.